Event description:
It was reported that some time after implantation of a vena cava filter, some filter limbs appeared to extend beyond the ivc wall. The filter remains implanted. The current status of the pt is unk.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation. Based upon the available information the definitive root cause for this event is unk.